Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the called back and stated since they last spoke with patient services they met with someone because the ins had been "off." The patient stated that the person they met with helped the patient put it on a "good settings" and that they told the patient if they had any more problems to call them back. The patient stated since then, they've had 2 times where they had some "bad spells" and it was messy. Patient services wanted to note that initially patient services thought the patient was talking about their last call into patient services and that patient had gotten the name wrong of the patient services representative and because the patient stated they'd only talked to one person about their issues but it appears that the patient met with someone else who helped reprogram the patient. Please understand the patient was difficult to follow at times and patient services did their best to document the reported information. The patient called back because they wanted assistance in making an increase to their stimulation. Patient services walked the patient along with their patient representative who was either family or a friend and who was assisting the patient on the call through connecting to the patient's settings. The therapy was on. The patient stated it was on program 6 now but that it had been on program 7 before. Patient services reviewed with the patient that it was highly unlikely for the program to change on its own however the patient and the patient representative denied changing the program. Patient services walked the patient and caller through increasing the stimulation to where the patient felt it comfortably in the bike-seat region. Initially the patient stated they could handle the level they went to but after reviewing stimulation considerations with the patient, the patient brought the stimulation level down one point but then they no longer felt the stimulation any longer and so they went back up a point and stated it was now comfortable and wasn't causing them pain. Patient services reviewed with the patient to track and monitor their symptoms now that a change had been made and to follow up with their managing health care provider (hcp) if they still didn't noticed a change in their symptoms. The patient was also going to keep track of their therapy settings and noted they'd report it if the program being "different" than before happened again.

Event description:
Additional information was received from the patient. When asked about the cause of the settings changing on their own they stated it was unknown but maybe the device settings were too low or it was wearing out. When asked what steps were taken to resolve the issue they stated that they were sorry they did not write down dates but the first time they encountered the issue was in late november. It messed up again on december 16. They called back on wednesday to set it up 2 notches. When asked if the issue had been resolved they stated the not yet and that it started back on january 28. They were going to make an appointment with their hcp next week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient stated that they doctor reset the device and it is working now and issue has been resolved.

Manufacturer narrative:
The g3 date for the initial report is 2023-12-20. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.